Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hypoglycemia while using the blood glucose monitor. It was reported that the patient's teacher mistakenly entered the amount of carbs where the amount of insulin is supposed to be entered; therefore the patient received 4.5 iu, when he only needed 0.8iu. The patient experienced low blood glucose symptoms. At school he was treated with "7 ke" of carbs to increase his blood glucose level. At an unknown time the patients blood glucose result was still low at 75 mg/dl. The mother transported the patient to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with "15 ke" of carbs. The hospital retested the patients blood glucose and his results were normal. The patient was hospitalized for one day. The serial number was not provided. The product is not expected to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.